Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the caller indicated the external pulse generator (epg) would not "stay on." Of note, the caller stated that after a new battery was inserted, the screen "flashed," but the epg would not stay on. The caller then tried another battery and the epg turned on, but it shut off within five seconds. Technical services indicated that due to the age of the epg, it is no longer supported and appears to be inoperable. The caller will be looking into trading the epg in. The status of the epg is unknown. There was no patient involvement. The epg was subsequently returned for trade-in credit.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was noted that the upper case was dented, broken and contaminated, the lower case was broken and contaminated, the bail covers were broken, the ring and ring cover were missing, the battery contacts were compressed, the bails were bent and the battery drawer was contaminated.

Event description:
It was reported that the caller indicated that the external pulse generator (epg) would not "stay on." Of note, the caller stated that after a new battery was inserted, the screen "flashed," but the epg would not stay on. The caller then tried another battery and the epg turned on, but shut off within five seconds. Technical services indicated that due to the age of the epg, it is no longer supported and appears to be inoperable. The caller will be looking into trading the epg in. The status of the epg is unknown. There was no patient involvement.